Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. It was reported that patient's ins electrocuted them and kept short circuiting since implant. Their doctor has shut the device off around 3 years ago but that the ins was still implanted. Patient was recommended to follow up with their healthcare professional. No further complications were reported or anticipated.